Event description:
A malfunction was reported, identified by the code malf 12, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Rather, there was no adverse impact to the customer¿s blood glucose level. The customer had not reported or reset the pump within the last 24 hours, so technical support provided pump reset information and assisted with the resetting process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was instructed to call back if the malfunction code appeared again and acknowledged understanding these instructions.